Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2015. According to the complainant, during the implantation procedure, the suture was pulled with the capio device through the tissue and it completely broke right at the needle. The needle was retained within the ligament when the capio device was pulled. The needle was too small to be removed and the physician did not attempt to locate it. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Analysis of the returned uphold vaginal support system revealed that the suture on the blue with white stripe dilator was broken. The dart was detached from the assembly and was lodged behind the catch of the capio device. There was no damage to the capio device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2015. According to the complainant, during the implantation procedure, the suture was pulled with the capio device through the tissue and it completely broke right at the needle. The needle was retained within the ligament when the capio device was pulled. The needle was too small to be removed and the physician did not attempt to locate it. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.